Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "in västerås they suspect false positive results with bd max enteric viral panel."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "in västerås they suspect false positive results with bd max enteric viral panel."

Manufacturer narrative:
The following fields were updated with an additional lot number: d.4. Device batch number: 1125546; device expiration date: 2022-11-05. H.4. Device manufacture date: 2021-05-05.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "in västerås they suspect false positive results with bd max enteric viral panel.".

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. 443985) lots 1125546 and 1236420 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lots 1125546 and 1236420 were manufactured according to specifications and met performance requirements. Customer reported false positive results on several samples with bd max¿ enteric viral panel. Customer provided the database as well as runs 1576, 1684, 1686, 1690, 1691, 1692, 1693 and 1694 from ct1198 for investigation. Following information provided in the complaint text, two unspecified samples and four external controls were identified in the runs received. Manual pcr curve adjudication was done across these samples. The pcr curve pattern of the two samples identified as false positive results by the customer showed a step dislocation in the raw pcr signal resulting in positive results for sav and hastv targets in run 1690 sample a1 and for the nov target in run 1690 sample a2. It is unlikely these positive results are true amplifications. Unfortunately, no root cause could be identified but the issue seemed isolated to these two events for run 1690. For the four external controls (run 1684, positions b2 & b8, run 1686, position a7 and run 1576, position a10), curves of the adv target show a late but true amplification without anomaly. Database was analyzed and there is no visible increase of adv positive results or difference in rates with kit lots 1236420 and 1125546 compared to other lots used. Low positive samples can occur due to viral titers in the specimens being at or near the limit of detection of the assay or through environmental or cross contamination introduced during sample preparation at the customer sites. For these samples, the most probable cause is likely sample preparation or cross contaminations since adv positive samples correspond to external negative controls. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lots 1125546 and 1236420. The root cause was not identified. However, an environmental / cross contamination can explain the customer results. Bd cannot confirm the complaint based on the investigation that was performed.